Manufacturer narrative:
510k: this report is for an unknown distractor/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Report was initially submitted on september 16, 2019 but the passed third acknowledgement was not received. Advised to resubmit medwatch november 04, 2019. The original submission was made within the 30 day reporting timeline. (B)(4).

Event description:
This report is being filed after the review of the following journal article: andersen k., et al (2012), perioperative incidents associated with internal maxillary distraction osteogenesis: a retrospective study of 20 patients, oral surgery, oral medicine, oral pathology and oral radiology volume, 114, no. 6 , pages 719-724 (denmark) this retrospective study aims to assess the spectrum and frequency of incidents in the period between placement and removal of internal distractors in maxillary do. During a 7-year period (2004-2011), a total of 20 patients (6 female and 14 male ) with a mean age at surgery was 17.3 years who underwent internal maxillary distraction osteogenesis (do) were included in the study. Fixation was done using a competitors device for 3 patients or synthes in 17 patients. After an average consolidation period of 77.3 days (range 35-213), the patients were readmitted and the devices removed under general anesthesia after evaluation of the rigidity of the bone regenerate. The following complications were reported as follows: -80 % (16 cases ) of the patients experienced 1 minor incident related to soft or hard tissue. -55% (11 patients) pain on activation,45% (9 patients) infection, 20% (4 patients) hypertrophic scarring, and 25 % (5 patients) neuropraxia were the minor incidents most frequently observed. -5 % (1 patient) inadequate device length of minor hardware-related incident. -20% (4 patients) of the patients experienced 1 minor hardware-related incidents, among which difficulty on activation was the most frequent incident, this report is for an unknown synthes distractor implant. This is report 2 of 3 for (B)(4).